Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Healthcare professional later reported "observed a glandular pattern corresponding to a fibrocystic mastopathy of fibrous predominance" and " both axillary regions present lymphadenopathy of reactive aspect." Device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Healthcare professional later reported "observed a glandular pattern corresponding to a fibrocystic mastopathy of fibrous predominance" and " both axillary regions present lymphadenopathy of reactive aspect." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV and lymphadenopathy.